Event description:
It was reported to germany competent authority (bfarm user report (B)(4)) that when activating the respiration display, the screen "freezes" permanently. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported to the (B)(6) competent authority ( (b)(6 user report (B)(4)) that when activating the respiration display, the screen "freezes" permanently. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Patient monitoring was no longer possible. No parameters could be changed, alarms were not displayed or reported. The monitor could only be operated again after a hardware reset. At the time of the event, ECG and spo2 sensors were connected. The device was taken out of service. A follow-up report will be submitted upon completion of the investigation.